Manufacturer narrative:
Block h6: imdrf device code a04 captures the reportable event of dilator tip was broken. Investigation result: the returned navigator hd device was analyzed, and a visual evaluation noted that the dilator and the sheath were returned for analysis; however, the detached section was not returned. It was noted that the dilator security tab of the hub was broken. The tip of the sheath and the dilator were found in good condition. Microscopic examination was performed and confirmed under magnification that the dilator security tab of the hub was broken. No other problems with the device were noted. This problem is likely due to factors encountered during the procedure, such as handling and manipulation of the device, and/or excessive force applied to the device during use could have caused the event. Therefore, the most probable root cause is manufacturing deficiency. An investigation to address this problem is in progress. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a navigator hd access sheath device was used during a ureteroscopy procedure performed on (B)(6) 2022. During unpacking, the device was inspected, and it was noticed that the black tip of the dilator was broken. The procedure was completed with another navigator hd access sheath device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4)

Event description:
It was reported to boston scientific corporation that a navigator hd access sheath device was used during a ureteroscopy procedure performed on (B)(6) 2022. During unpacking, the device was inspected, and it was noticed that the black tip of the dilator was broken. The procedure was completed with another navigator hd access sheath device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.